Event description:
It was reported that the right ventricular impedance was out of range and it triggered a lead warning. The caller suspects there could be a set screw issue. The right ventricular impedance was at greater than 3000ohms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded that no anomalies could be found. Correction: date of death, device code.